Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) and also directly from the hcp, regarding a patient who was receiving lioresal (2000 mcg/ml at 500.5 mcg/ml) via an implantable pump. On (B)(6) 2016, the hcp indicated that as of (B)(6) 2016, the patient was receiving an unknown intrathecal baclofen (2000 mcg/ml at 99.9 mcg/day) with an end date of (B)(6) 2018 (new settings after pump replacement on (B)(6) 2016). However, it was also reported that after the pump replacement on (B)(6) 2016, the patient was receiving gablofen (2000 mcg/ml at 500 mcg/day) with a start and end date of (B)(6) 2016. The pump's indication for use (IFU) was noted as intractable spasticity. Other medications the patient was taking at the time of the event included albuterol hfa, eliquis, wellbutrin xr (150 mg; 1 tab by mouth one time daily), baclofen (lioresal 10 mg tab; 1-2 tabs by mouth every 4 hours as needed), valium, lexapro (20 mg tab; 1 tab by mouth once daily), glucose (4 g chew tab; 8 tabs by mouth as needed), dilaudid, glucophage (500 mg tab; 2 tabs by mouth twice daily), hiprex (1 g tab) , zantac, and cialis. The patient's pertinent medical history included t-5 paraplegia, deep vein thrombosis (dvt), hyperlipidemia, recurrent urinary tract infections/neurogenic bladder, diabetes mellitus ii, gerd, kidney stones, depression and anxiety, anemia, chronic shoulder pain, colostomy in place, and muscle spasticity. Allergies included polyethylene glycol (nausea) and tizanidine hcl (nausea, rash, and itching). The hcp reported to the rep that the pump was going to be replaced on (B)(6) 2016 due to a motor stall. The stall was discovered upon interrogation and the cause of the stall was unknown. The provided logs show that the motor stall occurred on (B)(6) 2016 and a 'stopped pump period may exceed tube set' message occurred on (B)(6) 2016. The patient's status at the time of the report on (B)(6) 2016 was noted as alive with no injury. The patient was seen by an hcp on (B)(6) 2016 to evaluate the pump and the progress notes from the visit indicated the patient had a history of t5 asia, a spinal cord injury secondary to a fall from a barn in (B)(6) 2003, with resultant spastic paraplegia. The spasticity was managed with an intrathecal baclofen pump, which was initially implanted in (B)(6) 2003. The patient had been titrated to a dose of 549.5 mcg/day in simple continuous mode. Over the year, there were some increases in dose and then decrease. Generally, the dose fluctuated between 500-625 mcg/day. It was noted that the patient had heard the critical alarm since (B)(6) 2016 and then called the clinic on (B)(6) 2016, when the alarm continued. At that time, he did not notice any changes in his spasms, denied any feeling of anxiety, itching, or palpitations. The patient slept well on (B)(6) 2016. The pump was interrogated on (B)(6) 2016 during the visit and the aforementioned motor stall and 'stopped pump period may exceed tube set' messages were seen. Troubleshooting included the hcp's unsuccessful attempt to reprogram the pump with the previous setting. Examination revealed some spontaneous abdominal spasms; the spasms were non-painful and non-sustained. The last pump programming from (B)(6) 2015 was reviewed and showed the pump was refilled with a concentration 2000 mcg/ml and dose of 500 mcg/day. The patient was not experiencing any symptoms of withdrawal with the exception of mild abdominal spasms. It was stated that in the meantime before pump replacement, the hcp might increase the oral baclofen to 20 mg every 4-6 hours as needed, if spasms got worse. In addition, a prescription for diazepam 5 mg (#5 tablets) was provided to the patient, in case the spasms became much worse and did not respond to baclofen. The pump was replaced on (B)(6) 2016. Additional information received from a hcp on 2016-02-03 indicated the patient had lioresal in his pump prior to the replacement and gablofen post-replacement. His last refill with lioresal was on (B)(6) 2015. If additional information is received, another follow up report will be sent.